Manufacturer narrative:
B1: corrected adverse event entry.

Manufacturer narrative:
According to the gore¿ excluder¿ aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks. Additionally, users are made aware of the risks associated with type ii endoleaks ¿in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore: on (B)(6) 2012 a patient underwent treatment of an abdominal aortic aneurysm in the grt10-11 study with gore¿ excluder¿ aaa endoprostheses. On (B)(6) 2021 the patient exhibited a type ii endoleak which was treated by means of biological glue. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications.